Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. The initial ft3 iii result from the e602 module was 4.8 pg/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated by the abbott architect method and the result was 1.49 pg/ml. This result better fit the clinical picture of the patient and this result was believed to be correct. The elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) results between the roche system and the abbott system were comparable to one another. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).

Manufacturer narrative:
Two samples from the patient were submitted for investigation. The customer's high ft3 iii result could not be reproduced during the investigation. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high ft3 iii result. This interference is documented in product labeling for the assay. The difference in the ft3 iii results at the customer site and the investigation site was possibly caused by the different freeze/thaw cycles of the sample which suppressed the effect of the identified interfering factor. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The incidence rate of the identified interfering factor is monitored on a quarterly basis.